Event description:
During surgery, the lighthead fell from the srping arm connection point. While moving the lighthead over the pt to put the light patch over the wound. Although, a nurse attempted to retain the lighthead from falling, it did continue to fall down onto an instrument trolley and then on to the floor. The falling lighthead did not hit either the nurse or pt. The pt was given antibiotics as a precaution and kept by the hosp for one additional day for observation. No injuries were reported by the customer.